Event description:
It was reported that a patient's blood glucose levels (bg) reached 290 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
Pod data indicated that there was no struggle to deliver insulin. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak on the external portion of the cannula was observed. It could not be determined when or how this damage took place. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.